Manufacturer narrative:
Findings: inspected 1 random opened/used enlite sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications with accurate readings. . Found remaining sensor with cannula retracted inside sensor base.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report an issue with the sensor, customer reported that the transmitter did not blink while connected to the sensor. Customer reported that upon removing the sensor from the body she noticed that the gold electrode was missing. Customer also reported that there was no string sticking out of the skin. Customer's blood glucose at the time of the incident was 110 mg/dl. Troubleshooting was done. Product is expected to return.